Event description:
Related manufacturer reference number: 2017865-2023-52058 it was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed that it was unable to convert the rhythm needing external defibrillation on the implantable cardioverter defibrillator (ICD), an x-ray confirmed dislodgement on the atrial (ra) lead. No changes or intervention were reported. The patient was in stable condition.

Event description:
New information noted that both the implantable cardioverter defibrillator (ICD) and the atrial (ra) lead was explanted and replaced. The patient was in stable condition.